Event description:
It was reported that during a da vinci hysterectomy procedure, the black insulation tore on the thoracic grasper instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found black tube insulation was damaged at the distal end of the instrument. The insulation was gouged on one side and had a .035 x .058 piece missing roughly 3.2 above the snake wrist. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.